Event description:
Customer unable to give exact device readings. Alleges device was giving inaccurate readings. Customer blacked out and 911 was called. Emergency medical technican administered an IV of glucose. No controls were used. A request for return of suspect device was requested. Replacement product was sent.